Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01464 addresses the other device. It was reported to boston scientific corporation that an rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 (female patient over 18 years old). According to the complainant, an ablation was performed with intravenous anesthesia on a 3cm tumor. After inserting the electrode through the metal echo guide, the needle was advanced to the target lesion. Six ablations were performed at 40 to 60w using the multiple deployment method. However, during the ablations, the handle became hot near the proximal cannula so the procedure was stopped at the sixth ablation. One day after the ablation, reddening was noted at the puncture site. It is unknown how or if the patient was treated for the reported reddening. Requests for additional information have been unsuccessful to date.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01464 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010 (female patient over (B)(6)). According to the complainant, an ablation was performed with intravenous anesthesia on a 3cm tumor. After inserting the electrode through the metal echo guide, the needle was advanced to the target lesion. Six ablations were performed at 40 to 60w using the multiple deployment method. However, during the ablations, the handle became hot near the proximal cannula so the procedure was stopped at the sixth ablation. One day after the ablation, reddening was noted at the puncture site. It is unknown how or if the patient was treated for the reported reddening. Requests for additional information have been unsuccessful to date.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01464 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B) (6) 2010 (female patient (B) (6)). According to the complainant, an ablation was performed with intravenous anesthesia on a 3cm tumor. After inserting the electrode through the metal echo guide, the needle was advanced to the target lesion. Six ablations were performed at 40 to 60w using the multiple deployment method. However, during the ablations, the handle became hot near the proximal cannula so the procedure was stopped at the sixth ablation. One day after the ablation, reddening was noted at the puncture site. It is unknown how or if the patient was treated for the reported reddening. Requests for additional information have been unsuccessful to date.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
A visual examination of the returned device found no device deformation. Additionally, no damage was noted to the insulation or the handle body. Functionally, the array was able to be extended and retracted without issue. When fully deployed, the array formed a uniform umbrella shape. The device working length was measured and found to be within specification. The distance between the heatshrink distal end and the cannula taper proximal end was measured and found to meet specification. Continuity between the cord adapter in the handle proximal end and array distal end was measured and found to meet the product specification. The condition of the returned incident device was not consistent with the complaint that the device felt heated. Therefore, the complaint was not confirmed and the cause for the puncture site reddening is not known. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).